Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) of a clinical study regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient had hallucinations post ins change procedure. The issue was ongoing. The patient was administered medications (nuplazid) on (B)(6) 2018. It was reported that this issue was not related to the device/therapy, however, it was related to the implant procedure. The patient had a surgery for the ins replacement and anesthesia was given. The hallucinations were bothersome. No new medications were causing the issue. Severe anxiety correlated to the onset of hallucinations. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The weight was unknown. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The event resolved without sequelae (B)(6) 2018.